Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received empty and with the lockout mechanism non functional. Although no testing could be performed to evaluate the incident reported due to the condition of the device returned, the device was disassembled. Upon disassembling the latch lever was noted not be bent leading the found lockout failure. However this condition is unrelated with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic radical prostatectomy procedure, the surgeon was using the device to ligate the blood vessels. Ten clips were successfully formed appropriately. The surgeon attempted to fire the clip across the vessel; surgeon reported that the clips spat out without forming. This happened on three occasions before replacing the device. The nursing staff fired after the event and the clip formed successfully. There was no sensation in the handle, or abnormal noise or tissue tension when the device was being ligated. The clips were retrieved from the patient. The patient is stable. There was a five minute delay in the surgery time due to this incident. There were no adverse consequences for the patient.